Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Pump received without original battery cap. Unable to verify damaged/missing battery cap.

Event description:
The customer reported via phone call that the insulin pump was exposed with moisture after went to swimming. Customer's blood glucose level was unknown. Customer reported that the after exposed with moisture there were nothing on screen. Customer was assisted with troubleshooting. The customer has been advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.